Event description:
It was reported that during a pelvic lymphadenectomy, during the first phase of the surgery, the blades of the instrument, in the final part of the stem, were bent and broken. The procedure was delayed 30 minutes. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v95j7f. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with the distal guide weld broken. Upon visual inspection, it was received with the upper jaw broken at the closure slot on one side. Not all pieces were returned with the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The damage to the distal guide was not enough to prevent the jaws to open and close as expected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.